Event description:
It was reported that the patient presented for a routine generator change. It was noted that the left ventricular (lv) lead's capture thresholds were chronically high and the patient was struggling with heart failure symptoms. The lv lead was found to be dislodged into the anterior branch of the coronary sinus. The lv lead was capped (B)(6) 2023 and replaced. The patient was stable before, during and after the procedure.